Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe issue could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following reportable issues: there is a gap of adhesive on the distal end with a stain entering inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. Other issues found were: due to wear of the forceps elevator level, the up down knob cannot be locked securely. The elevator channel plug is loose, the air water cylinder has discoloration, the suction cylinder has discoloration, the forceps channel port has discoloration, the acoustic lens is damaged, the distal end has a dent, the adhesive on the distal end rubber is detached, due to the wear of the angle wire bending angle in up direction does not meet the standard value, the universal cord has a dent and a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope's connector to the water is loose. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there is a gap in the adhesive on the distal end, a stain entered inside the lens through that gap, and there is a gap between the acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.